Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is available that has not yet been received at manufacturing for evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery, the irrigation flow rate in the ophthalmic irrigation and aspiration tip was unusual, and the tip was removed from the eye. The tip came off while the sleeve position was being adjusted. The surgery was completed on the same day with an alternative tip and there was no patient harm.